Event description:
Customer's mother called reporting her son dropped his insulin pump on the cement. The screen is not cracked, but it appears smeared and is not advancing to other screens. Customer's blood glucose is 308 mg/dl. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.